Manufacturer narrative:
We immediately dispatched field service representative to assess the system. Based on the investigation completed, the mount connected to the wire rope has a bracket welded to a piece that allows for the horizontal arm to bolt on. The welds on the horizontal arm appear to have broken loose. No injury to the patient, the fse is working on implementing corrective measure to mitigate the risk and prevent the fall of the moving arm.

Event description:
A technician parked the x-ray system bedside, unlocked the tube head, and positioned it over the bed. While rotating the tube head, the arm assembly fell onto the bed and then onto the floor.